Event description:
The stent did not cross the lesion. The patient is a (B)(6) year old male. There were no patient injuries or complications.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device confirmed that the stent is deformed at its proximal. The stent is crimped at its appropriate position. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.